Event description:
It was reported that the patient alert sounded. Unable to communicate with the device on follow-up. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the device clinic because the patient alert sounded on his device the previous evening, and it would not stop. The device could not be interrogated, so he was taken to the ep lab. Premature depletion was also indicated. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found that the device had no telemetry and no pacing output, consistent with the reported interrogation problem. Arcing was found to have occurred during a charge. The overstress from the arcing created a high current path through the device, which caused the battery to rapidly deplete, resulting in the reported premature battery depletion. It was reported that the patient presented to the device clinic because the patient alert sounded on his device the previous evening, and it would not stop. The device could not be interrogated, so he was taken to the ep lab. Premature depletion was also indicated. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure hbrid circuit device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).